Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side "seroma," MRI confirmed, capsular contracture, baker grade unknown and "intracapsular rupture," MRI confirmed. The device will be explanted. This record relates to the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Zip code: (B)(6). The events of "seroma" and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture," "seroma" and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "seroma," MRI confirmed, capsular contracture, baker grade unknown and "intracapsular rupture," MRI confirmed. The device will be explanted. This record relates to the right side.